Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed testing of the returned patient samples against the retained vial of ds699d1. No reactivity was observed with the returned patient samples. Results were statisfactory. Testing performed did not confirm the customer's concern. Antiserum returned by customer had leaked in transit, therefore, testing of the returned product was not able to be performed.